Event description:
Patient admitted with sob, taken to cath lab and found to be in biventricular failure with reduced cardiac output. Patient progressed to renal failure and cardiogenic shock. Support withdrawn per family and autopsy performed.